Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and the implantable pulse generator (ipg) system was removed. It was noted that vegetation was identified on both the right atrial (ra) and the right ventricular (rv) leads. High thresholds was also observed on the ra lead as a result of the vegetation on the lead. The ipg system was removed and three days later replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.